Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, from 40% to 15%, within a few months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and is planned to be scheduled. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, from 40% to 15%, within a few months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The battery status is being constantly reassessed and new replacement windows are being provided. The physician's plan is to postpone the replacement procedure as long as possible. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, from 40% to 15%, within a few months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The physician's plan is to postpone the replacement procedure as long as possible. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, from 40% to 15%, within a few months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The battery status was being constantly reassessed and new replacement windows were being provided. The physician's plan was to postpone the replacement procedure as long as possible. This device was finally replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, from 40% to 15%, within a few months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The battery status was reassessed and a new replacement window was provided. The physician's plan is to postpone the replacement procedure as long as possible. This device remains in service. No adverse patient effects were reported.